Event description:
The technician alleged that the brakes would set and but the brake caster will still swivel. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.